Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20623. The patient received two cervical leads. It is unknown which one is related to the issue. Therefore both are being reported. It was reported the patient experienced ineffective stimulation through her cervical leads. As a result, one of the cervical leads was explanted and replaced with a new lead.